Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A patient reported via a social media site that "I had cataract surgery in 2018. Was hoping the glare of headlights as going to improve but it did not. It's still there. Try not to drive at night. And especially if it's raining, that's when it gets scary, I just pray I get home safely. I still have to wear glasses for reading, but the distance vision is good. Another thing that bothers me is I cannot see up close to remove any trash or eyelash that's in my eyes." The reporter did not provide any contact information; therefore, follow up was not able to be conducted.